Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.